Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed potassium while using the architect c16000 analyzer ict module. The following data was provided. (B)(6): potassium (k) 1.5 repeat using another architect c16000 analyzer showed results in the normal range (3.5 to 5.1 mmol/l), however the specific results were not provided. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Review of the analyzer maintenance log showed error code 0550 [cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure]. However, the as needed maintenance procedure, [6052 wash cuvettes], was not found in the maintenance log after each error code 0550 identified in the log during september 2017 up to and october 6, 2017. The operations manual suggests that cuvettes should not be left dirty for extended periods of time. Additionally, when the analyzer detects incomplete cuvette washing, error code 0550 is generated. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.